Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-16992 capsule close scorpion broke where the suture was held with the needle when the clamp was used. The broken piece was retrieved from the patient, and the hip arthroscopy was completed successfully with no adverse effects on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-16992, with batch number 10226656, revealed that the clamp of the device was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle